Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed hardware was identified, and drawer 3.1 pocket a5 could not be recovered, requiring maintenance. The customer attempted storage recovery and rebooted the station, however, the issue persisted. The customer also confirmed that medications can be obtained from the pharmacy as a workaround which may cause delay in patient care. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pocket a5 had failed. A field service engineer (fse) confirmed with the customer that main full height drawer 6 had previously experienced cubie failures. The fse accessed hardware test application (hta), released the affected cubies, cleared debris from beneath cubies, and performed a reboot along with firmware updates, restoring normal functionality. The system functioned as intended after the field service engineer repaired the device.